Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 70% stenosed target lesion was located n the moderately tortuous and moderately calcified left main artery. A145, 5-in-6 guidezilla was selected for use. During the procedure, it was noted that the catheter broke on its 1/3 distal part and was stuck in the common core. A snare device was used in order to recover the broken distal part. No further patient complications were reported and patient's condition was good.